Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the broken tip of the hook could be confirmed. Based on the investigation, the root cause corrosion was attributed to a user related issue. The breakage most probably was caused by stress-crack corrosion due to high tensile stress. The visual inspection showed signs of corrosion on the surface of the instrument as well as on the fracture surface. Furthermore cracks around the fracture surface were found. These observations assume a stress-crack corrosion breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
Resetting trauma tray and noticed bone hook was broken at the tip.

Event description:
Resetting trauma tray and noticed bone hook was broken at the tip.